Event description:
It was reported that a new ilet user announced a usual breakfast but experienced a delay in actually starting the meal, prompting education on proper meal announcement timing to avoid insulin delivery before carbohydrate intake. Symptoms included no reported adverse effects and blood glucose remained unaffected. Outcomes included user education on appropriate meal announcement timing and guidance to monitor glucose. Investigation included troubleshooting and education by customer support regarding meal announcement best practices. Investigation of this case revealed no device malfunction or alarm activity and identified user technique as the contributing factor, with risk of hypoglycemia explained if eating is delayed after a meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user error related to early meal announcement.